Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are still having issues with their bite and have chipped their front teeth. Patient having their dentist to address the chipped teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.